Event description:
(B)(4).according to the information recieved, an end user reported a defective non-return valve. The user stated that urine was flowing back up the tube.

Manufacturer narrative:
Four (4) urine bag samples were received and tested. Testing did not provide an explanation as to what may have caused the problem in this report as the valve worked on both sides of the inlet tube. Therefore, the failure could not be duplicated. Should any additional information be received, a follow up report will be filed.